Event description:
It was reported that during a laparoscopic hysterectomy, it was found before use for the patient that the tip of the sheath was deformed. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The instrument had the shaft sheath and electrode was damaged at the instrument tip. The tip of the electrode was bent and caused the damage to the sheath. Caution should be taken not to retract the electrode into the sheath when the tip is bent. No conclusion could be reached as to how the tip of the electrode was bent.